Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath instructions for use, the 24 fr gore dryseal sheath is for an artery with a minimum outer diameter of 9.1. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2012, the patient underwent repair of a thoracic aortic aneurysm. Upon removal of the 24 fr gore dryseal sheath, the patient's internal iliac artery was ruptured. Two 8x10 viabahn devices were implanted; however, the patient's pressure remained low. The physician then cut down and sewed the artery back together. An 8x5 viabahn and an 8x60 absolute pro vascular self-expanding stent were then implanted. The patient tolerated the procedure.